Manufacturer narrative:
Physio-control will evaluate the device upon its return to redmond. Physio-control will submit a supplemental report on this event.

Event description:
The customer reported that during a regular inspection, the device is displaying the charge-pak, attention, service wrench icons, and won't power on. There was no patient associated with the report.